Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: - event code "18" was displayed to the user on three (3) occasions between 17:48pm and 17:49pm on (B)(6) 2021 when an attempt was made to schedule a protocol in retort a. The following associated messaging was displayed: "cannot run protocol; final concentration threshold for ethanol exceeded. Replace least pure ethanol station, bottle 5". - bottle 5 (ethanol) was not in contact with the corresponding sensor for approximately 5 seconds at both 17:49pm and 17:50pm on (B)(6) 2021, which is not sufficient time to replace the reagent in either instance. A user affirmed in the graphical user interface (gui) that bottle 5 was topped up at 17:49pm on (B)(6) 2021. At 17:50pm on (B)(6) 2021, the station properties for bottle 5 (ethanol) were reset with a user affirming in the gui that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 5 prior to the user actions detailed were: ethanol concentration=81.9%, cycle=85, cassettes=7218 and days=98. - following resetting of the station properties for bottle 5 (ethanol) at 17:50pm on (B)(6) 2021, this reagent was used in 10 processing runs executed between (B)(6) 2021 and (B)(6) 2021. It is likely that this reagent was used for the final dehydration step in multiple processing runs executed during this period. - the station properties for bottle 11 (xylene) and the wax in wax bath 4 were reset between 09:24am and 09:33am on (B)(6) 2021. There is no evidence of any use error(s) during replacement these reagents. - the station properties for bottles 1 (formalin), 2 (formalin), 3 (ethanol), 4 (ethanol), 5 (ethanol), 6 (ethanol), 7 (ethanol), 8 (ethanol), 9 (ethanol) and 10 (ethanol) were reset between 16:17pm and 19:26pm on (B)(6) 2021. There is no evidence of any use error(s) during replacement these reagents. - based on the information provided, the validation run from which sub-optimal processing was reported by the complainant was the "factory 8hr xylene standard" protocol comprising 35 cassettes, which started in retort a at 20:02pm on (B)(6) 2021 and completed at 04:06am on (B)(6) 2021. - the reagent from bottles 2 (formalin), 3 (ethanol), 10 (ethanol), 5 (ethanol), 4 (ethanol), 9 (ethanol), 8 (ethanol), 11 (xylene) and the wax in wax bath 4 were used for the first time in the fixation, first dehydration, second dehydration, third dehydration, fourth dehydration, fifth dehydration, final dehydration, final clearing, and final wax infiltration steps respectively of the "factory 8hr xylene standard" started in retort a at 20:02pm on (B)(6) 2021. There is no evidence of any use error(s) when replacing these reagents in the timeframe immediately prior to execution of this processing run. - the variance between the measured and the calculated ethanol concentration in bottles 3 and 10 did not either cause or contribute to the sub-optimal tissue processing reported, because the reagent in bottles 3 and 10 was used for the first and second dehydration steps respectively of the "factory 8hr xylene standard" protocol started in retort a at 20:02pm on (B)(6) 2021, from which sub-optimal tissue processing was reported by the complainant. Although the user affirmed in the gui that the ethanol concentration in bottle 5 (ethanol) was to be set to the default value of 100% at 17:50pm on (B)(6) 2021, the actual ethanol concentration would have remained unchanged at 81.9% because bottle 5 was not removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Following the use error when replacing the reagent in bottle 5 (ethanol) at 17:50pm on (B)(6) 2021, the contents of this bottle were used for the final dehydration step in multiple processing runs executed from (B)(6) 2021. As the minimum final reagent concentration required for ethanol is 98%, the consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument functioned as designed during execution of validation run using the "factory 8hr xylene standard" protocol started in retort a at 20:02pm on (B)(6) 2021, from which sub-optimal tissue processing was reported by the complainant. The instrument also functioned as designed during execution of the multiple processing runs executed between (B)(6) 2021 and (B)(6) 2021, from which the quality of tissue processing would also have been adversely impacted. The root cause of the sub-optimal tissue processing reported by the complainant was a use error, which occurred at 17:50pm on (B)(6) 2021. The facts indicate that when event codes indicating that a protocol could not be run because the final concentration threshold for ethanol had been exceeded were displayed, a user did not complete manual replacement of the reagent in bottle 5 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Although not reported by the complainant, the quality of tissue processing between (B)(6) and (B)(6) 2021 would likely have been adversely impacted because the xylene and wax used in the clearing and wax infiltration steps respectively would have become progressively more contaminated with water by the use of ethanol at a concentration less than the minimum required for the final dehydration step in a number of protocols, due to the use error at 17:50pm on (B)(6) 2021.

Event description:
The complainant contacted leica biosystems in relation to peloris rapid tissue processor serial number (B)(4) and the following information was documented: "retort a, tissues have been coming out under processed since feb 10. Conducted a hydrometer test and bottle 5 was not correct, actual percentage was 70 and it stated it was 99% on the bottle. The alcohols were changed but it is still coming out under processed." On 11 march 2021, the assigned leica field applications specialist -core histology (fss) visited the customer site in order to obtain further information regarding the circumstances involved in this complaint. The fss documented the following observations: "customer had already cleaned and replaced a couple of the bottles under the supervision of (B)(6). Both formalins were changed and couple of the alcohols[?]customer also recieved [sic] a new shipment of xylene so all xylene stations were rinsed and replaced. Wax didn't appear overly contaminated. Upon further investigation bottle 3 which was actually higher in alcohol percentage was used as the first dehydrant for customers validation run that the complaint was issued for. Customer mentioned that a significant amount of 'sludge" was cleaned out of a few alcohol bottles a couple of days prior with (B)(6). The fss documented the following actions: "cleaned and replaced all xylene bottles. Changed bottle 7 with brand new 70% alcohol so that the machine would have at least (2) 70% alcohols to begin protocols with independently. Contents of bottles 10 and 3 were still clean as the only had 35 cassettes run through them so I just changed their concentration in the software to reflect correct percent. Bottles were also very clean. Changed final reagent thresholds to mimic factory standards. Customer had more tolerance for their xylenes (90%) as opposed to factory reommended [sic] (95%) and wax (85% compared to factory 95%). Interesingly [sic] their alcohol final reagent threshold was the correct value. Also provided peloris user level training to staff." The fss also measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured and calculated concentration was found to exceed the acceptable limit of 5% in bottles 3 and 10, in which the measured ethanol concentration was 88.3% and 60.7% respectively and the calculated concentration was 69% and 70% respectively. The fss also documented that the tissue samples exhibiting sub-optimal processing were derived from multiple processing runs executed between (B)(6) 2021 and (B)(6) 2021 and a validation run executed overnight on (B)(6) 2021. The tissue types of the affected samples were detailed as "uterus, breast, gall bladder, colon, etc." The size of the affected tissue samples was not provided. On 11 march 2021, the assigned leica field applications specialist -core histology received information that all cases involved in this event were diagnosable.